Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 126-127 mg/dl. Customer changed the cartridge and infusion set to resolve the issue prior to the report with tandem technical support (cts), therefore, troubleshooting could not be performed to determine the cause of the occlusion alarm. In addition, it was reported that the insulin gauge was inaccurate. The customer changed the cartridge to resolve the issue. Customer's blood glucose level ranged from 189-190 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.